Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. Customer received a battery out limit alarm. Customer's blood glucose level at the time 156 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No unexpected battery out limit alarms noted. The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No moisture damage at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.